Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus (B)(4), it was found that there was the foreign material from the suction cylinder due to the broken suction channel. The cleaning brush could not pass. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that foreign matter such as filth was clogged due to insufficient cleaning, or debris from the cleaning brush was clogged. If additional information becomes available, this report will be supplemented.